Event description:
It was reported that the third clip could not be properly fixed on the jaw during the surgery, which caused failure to ligate.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73f1800268 was manufactured on 07/16/2018 a total of 288 pieces. Lot was released on 07/18/2018. DHR investigation did not show issues related to complaint. The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no audible ratchet sound could be heard indicating that the internal ratchet ears are broken. The first clip was unable to properly load into the jaws of the device. This was repeated with the same result. Another attempt was made and this time, the clip was able to properly load into the jaws of the device and was successfully applied to over-stressed surgical tubing. On the fourth attempt, no clip fired. At this time, it was observed that the next clip was out of position. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the ratchet was bent indicating that the damage to the ratchet occurred during the decontamination process. It was also observed that the clips were out of position and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws. The sample was received with 6 clips remaining indicating that 9 clips were fired by the end user. Based on functional testing, the complaint issue is confirmed. However, it could not be determined exactly how or when the clips became out of position. A non-conformance has been opened to further investigate this issue. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip not loading properly" was confirmed based upon the sample received. One device was returned with 6 clips remaining in the channel indicating that 9 clips were fired by the end user. Upon functional inspection, it was found that the clips were out of position and stacking on one another which prevented the clips from loading properly into the jaws of the device. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A non-conformance has been opened to further investigate this issue.

Manufacturer narrative:
Qn# (B)(4). The device history review for the product auto endo5 ml lot #73f1800269 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the third clip could not be properly fixed on the jaw during the surgery, which caused failure to ligate.